Event description:
The user facility reported that this mayfield clamp opened when the patient was being awakened at the end of the parkinson "wakeup surgery with navigation" procedure. They further reported that there was no patient injury.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.